Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with vaginal hysterectomy.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems and bleeding. It was reported that the patient underwent excision of vaginal mesh on (B)(6) 2013 due to vaginal mesh erosion and chronic cystitis. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-03199. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) /2010 and mesh was implanted concurrently with vaginal hysterectomy. The patient experienced pain, erosion of her internal bodily tissue, urinary problems, recurrence, dyspareunia, vaginal scarring and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh revision, urethrolysis, cystourethroscopy and excision of vaginal scar tissue on (B)(6) 2010 due to incomplete bladder emptying and posterior distal vaginal scar tissue. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-07606. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.